Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of metal particles in the stroma therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. A sample was not received at the manufacturing site and the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that knives were used during a cataract surgery at which time metal fragments were noted in the stroma. The metal pieces were removed from the eye as best as possible however, complete fragment removal is not confirmed. There was no harm to the patient and no post-operative issues reported.